Event description:
Affiliate reported that fluid did not flow through the device and the device needed to be replaced. The head size of the patient enlarged and the patient was nauseous. The patient has dandy-walker like syndrome. It was implanted in 2008, and replaced in 2008.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode failure is made available. Otherwise, the complaint is closed at this time.